Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the product damage has been completed. Per clinical review the patient had very small and tortuous vessels. The root cause of the cannula kink was determined to be the patient¿s condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported the impella developed a kink in the cannula just below the outlet cage while being placed into the ventricle. The impella was placed regardless of the product damage. Reportedly the physician was aware of the kink in the cannula and attributed the kink to the patients' anatomy being extremely small and with little aortic arch. The procedure was completed with flows at 1.41 lpm and pressure level 2, the patient was reported to have tolerated the procedure well and the impella was removed upon completion of the procedure. There was no patient harm reported